Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair found inside a powerpicc kit packaging is confirmed and was determined to be manufacturing related. One 4 fr s/l powerpicc 3cg full kit was returned for evaluation. An initial visual observation showed the kit had been opened, but not completely unfolded. Upon removing the contents from the opened package, a dark hair was found after opening the first fold of the kit. The rest of the kit had not been fully opened, and all the kit contents were found folded inside the blue drape. Because a hair was found inside the powerpicc kit, the complaint of a hair found in a kit is confirmed and was determined to be manufacturing related. It was noted that the kit contents had not yet been used or unfolded from the original packaging. The manufacturing site has conducted awareness training regarding this event and this complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer a hair has been found inside the tray. The device was not used on the patient. No other information was provided.

Event description:
It was reported by the customer a hair has been found inside the tray. The device was not used on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.